Manufacturer narrative:
Device received with blank display due to battery tube connector not plugged in properly to electrical board. The battery tube connector plugged back into the electrical board, monitored and no missing segment, partial display, blank display, flashing display or solid white display noted. Device received with normal operating currents.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was missing segments. Customer blood glucose reading was 11.4 mmol/l troubleshoot was not performed. The insulin pump will be returned for analysis.